Event description:
It was reported that main board needs to be replaced, and background test failed. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damaged was found to the device exterior. Customer?s reported issue was not duplicated during power-up process. A low-profile black panasonic super cap was present. The root cause of the reported issues was not determined. No physical damaged or contamination was found on the main board. Actions taken to mitigate the reported issue: replaced main board for preventive. Performed power up process and all functional test on the device which passed.